Event description:
It was reported that during a hemorrhoid procedure, the instrument did not staple completely. The surgeon overstitched by hand to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.